Manufacturer narrative:
Gehc service personnel could not duplicate malfunction. Tightened some loose connections at the autotransformer in the workstation and adjusted ps1 in the mainframe from 5.0 vdc to 5.05 vdc. On advice from tech support upgraded software from version 4.4 to 5.5.

Event description:
Customer reported system locked up during case. Screen went blank while machine beeped as if it were making xrays. No harm came to patient. System rebooted and procedure completed.